Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient experienced decubitus of the implantable neurostimulator (ins). The patient was under oral drug therapy and a revision was done. During the revision, the ins and extension were explanted and replaced to resolve the issue. The ins pocket was moved to the patient's abdominus. The patient was alive with no injury. No further patient complications were anticipated. The patient's indication for use is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.